Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after fourteen days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring contact with emergency services (es). Es transported the customer to the hospital where a healthcare professional (hcp) provided third-party treatment of "glucose medicine" (dose unspecified) for a diagnosis of hypoglycemia. Later, the hcp provided the customer with unspecified "medical treatment" due the customer having a high glucose level; no further diagnoses reported there was no report of death or permanent injury associated with this event.